Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. No drive/motor anomaly or motor error alarm noted. All buttons function properly. No unresponsive buttons noted. No damage noted on the keypad traces. No button error alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that their insulin pump had a motor error and insulin pump buttons were harder to press. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.